Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they never had symptom improvement. They also stated they had to do a revision on their ins because when they sat or laid down the ins would cause them pain. They stated the healthcare provider moved the ins on (B)(6) 2019. They stated it still hurt a little, but the issue had improved. No further complications were reported or anticipated.